Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed error code b30 ¿ scope communication error. The issue occurred at preparation for use for a diagnostic (gastrointestinal) procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, g2 (company representative) should be unmarked additional information added to field d10, h3 and h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported phenomenon was not reproduced. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.